Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to an infection at the pocket site. The patient is a homeless and did not return to the hospital to get the staples removed after the pacemaker implant, so the staples were still in the patient's body. The device was interrogated and functioned appropriately. The system was explanted and replaced. The patient was stable before, during, and after the procedure. Related manufacturer reference number: 2938836-2019-14001, related manufacturer reference number: 2938836-2019-14002.